Manufacturer narrative:
The technician was able to duplicate the reported seizing, and reported that the device had cable damage.

Event description:
It was reported that after a procedure at the user facility, the device was determined to have a severed electrical cable, with exposed copper wire. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.

Event description:
It was reported that after a procedure at the user facility, the device was determined to have a severed electrical cable, with exposed copper wire. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.